Event description:
Follow-up information from the clinic indicates that the patient had a syncope episode which was related to a cerebral vascular accident (cva) and was not device related. The device was checked and was functioning normally. The patient is doing well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they woke due to a feeling of being kicked in chest, fell to the floor, and went to the emergency room with a broken arm. The patient felt dizzy but does not know whether they blacked out. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.